Event description:
During pre-tesing for a saphenous vein harvesting procedure, moisture was observed inside the endoscope. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.